Event description:
The intra-aortic balloon was opened to be used for a procedure on a pt. Upon visual inspection the balloon appeared to have already been inflated. The item was not used on the pt; no patient harm. Another balloon was used.======================manufacturer response for intra-aortic balloon catheter 7.5fr, maquet (per site reporter).======================a questionnaire was provided by manufacturer for completion. The completed form and the device were returned to the manufacturer via fedex. Manufacturer to provide report after evaluation completed.what was the original intended procedure?intraortic balloon pump for patient undergoing cardiac cath for an st elevated mi.device #1is this a laboratory device or laboratory test?no.